Event description:
Upon revision the baseplate appeared to be loose. The baseplate was undersized and had subsided.

Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.